Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have severely bent grips, causing misalignment of the grips. There was a 6.70 mm offset at the tips. Which caused grips not to close properly. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The probable root cause is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws. Additional findings related to the customers complaint. The instrument was found to have a dislodged molded insulator at the distal end. The instrument was found to have thermal damage on molded insulator at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument does not close properly, tips do not align. The procedure was completed with no reported injury.